Event description:
Procedure: lap gastric bypass with lap chole. According to the reporter: post operative staple line leak and infection were noted. Covidien has requested further patient and incident details from the reporter. To date, no further details have been received.